Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi operation. A device software firmware was downloaded successfully. The device resumed normal functions. The patient was in good condition.